Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a large part of the housing was missing and the piece of the housing broke off. It was further determined that the device had a sticky trigger as the device failed pretest for general condition and trigger test. The assignable root cause of the condition of the broken housing was determined to be due to the device being dropped or excessive force being applied to the device which is improper handling. The assignable root cause of the sticky trigger was determined to be due to normal wear (lack of service). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the battery shell connection on the handpiece device was shattered. During service and evaluation, it was noted that the device had a sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.